Manufacturer narrative:
The full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant attempt, the extra support wire would not come out of the end of the lead. A hybrid guidewire was also tried and that would not go out the end of the lead either. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.